Event description:
Healthcare professional reported tissue expander breakage on unspecified side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and more than three openings curved on the anterior and radius. Leak test and microscopic analysis was performed which identified: more than three openings striated on the anterior and radius. Based on the device analysis the final assessment is: more than three striated openings on the anterior and radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported tissue expander breakage suspected as "after saline was infused, te did not inflate." The event occurred on an unspecified side. The device remains implanted.